Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 double head pump. Conducted functional check and test run of involved device after set point sensor (shaft encoder with cable harness) replacement, no abnormalities found. Unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, double roller pump drp2x85 displayed setpoint sensor 4a error during priming. There was no patient involvement.

Manufacturer narrative:
The involved roller pump was manufactured in 2009 and according to the analysis of the complaints database no further events have been reported in the past. The reported fault is due to a defective shaft angle encoder. Taking into account the manufacturing year of the unit, it cannot be ruled out that wearing of the part that can be originated by the specific use at customer's facility may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.